Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Pmv observed witness marks on the beveled wall of the device. Pmv noted that the needle toggled out of jaws of the device at times during testing. Disassembled the device to measure the critical dimensions that directly related to jaw alignment and found that female jaw dimension was out of specification. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a component error was identified during product analysis. A critical dimension of the female jaw of the device was out of acceptable range according to design specifications, which in combination with an excessive manipulation during toggling of the needle created the conditions where the needle rests outside of the jaws. The product analysis established a relationship between a device failure and the reported incident of needle disengaged. The root cause of the observed condition was determined to be a result of a critical dimension of the female jaw being out of specification range; this was identified as a quality issue with a component obtained from a third party supplier and a process improvement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received to complete the procedure, they opened a new device. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the witness marks from the needle tip impacting the beveled wall were observed. No shearing of the toggle switches was observed for the devices under microscopic inspection.pmv performed functional testing on device. Device was loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device was found to not function properly as needle toggle outside of jaws and disengaged while being toggled in media and being toggle outside of media. No difficulty was experienced in loading and unloading the needle in the tested device. Difficulty was experienced in toggling the needle in the device as needle would hit bevel walls at times. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic procedure while employing internal suturing, the needled popped out of the device jaws. No x-ray was needed, no tissue loss and damage, no surgical extension, no blood loss, no injury to patient. Patient status: alive - no injury.